Event description:
It was reported that the patient presented for an unrelated lead revision procedure. During the procedure, it was noted that the right ventricular (rv) lead dislodged, and the helix exhibited failure to retract. The lead was explanted and replaced. The patient was in stable condition.